Manufacturer narrative:
Reported event of catheter broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro xl balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2017. According to the complainant, during the procedure, the catheter broke into two pieces. The customer was able to take out the endoscope and remove the rest of the catheter, so no part of the device was left inside the patient. The procedure was completed with another extractor pro xl balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.